Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) equipment screen is disconnected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) equipment screen is disconnected. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse replaced the coiled cable and the power management board as a precaution. The iabp was suitable for clinical use.